Event description:
It was reported that one day post implant, the patient complained of intermittent chest pain, and occasional loss of capture was noted. Impedance had also decreased. The next day threshold had increased. Echocardiography was performed with no effusion noted, but the patient continued to complain of chest pain with rv (right ventricular) pacing. A microperforation was questioned. The rv lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5086mri45 implantable pacing lead, (B)(6) 2013. (B)(4).